Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the scope disconnection error and the abnormality in front panel lighting (scope detection slide is not working) occurred due the poor scope connection. The event occurred to the lamp can be prevented by following the instructions for use which state: warning non-olympus equipment can cause instability of the automatic brightness adjustment. Average lamp life approximately 500 hours of continuous use (with intermittent use, the lamp life may vary slightly.) Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera xenon light source exhibited a scope disconnection error message and intermittent connection. The issue was found during an unknown procedure. The device was returned for evaluation and during the device evaluation, the reportable malfunction faulty scope socket was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation confirmed the reported issue. The locking mechanism and the scope detection slide were not working, the front panel is constantly blinking intermittently, and a lamp that had 500 hours or more of use. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.